Manufacturer narrative:
The lot number has been updated from 156acy to unknown. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the probe occurred during test. The cutter was not actuated despite being connected. The condition of aspiration was unknown. The surgery was performed and completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector in a bag. The returned sample was visually inspected and found to be non-conforming with the needle slightly bent, white foreign material at the stiffener/needle interface. The sample was then functionally tested for actuation and was found to be conforming. A photo of the pak label is attached to the parent file and has been reviewed by the manufacturing site. The product and lot information seen indicate the pak label is unrelated to this complaint record. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore an actuation failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause of the observed bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No action was taken as the returned probe was functionally conforming and the root cause of the bent needle could not be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).